Event description:
It was reported that the customer received a motor error alarm. His/her blood glucose level was 149 mg/dl. The customer was unable to exit the prime menu. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime test. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test or occlusion test due to the motor error alarms. Unable to confirm other alarms in the alarm history screen due to an overwritten history file. The pump also had minor scratches on the display window and a cracked reservoir tube lip.